Event description:
The manufacturer received information alleging a ventilator was not cycling while in use. There was no patient harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A disconnected wire on the device's outer limit switch was reconnected to correct the problem. There was no patient harm or injury reported. The ventilator was found to audibly and visually alarm appropriately for a cycle failure. The manufacturer will continue to monitor life support ventilator malfunctions that could potentially result in a loss of therapy.